Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening on the anterior side assessment as fold flaw opening. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ yellow particles inside device.

Event description:
Healthcare professional reported right side deflation. Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.